Event description:
It was reported that right ventricular (rv) lead exhibited intermittent loss of capture. On x-ray it appeared to be in similar position, suspected possible microdislodgement of lead but not obvious dislodgement. The lead was repositioned. No patient consequences noted.

Manufacturer narrative:
Correction h6: medical device problem code